Manufacturer narrative:
Retain devices performed as expected when tested by beckman coulter with positive and negative serum and urine controls and high quant clinical urine samples. Pt samples and testing devices were not returned by the customer. A clear root cause has not been determinmed for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding falsely negative (-) urine test results from the icon 25 hcg test kits. The customer indicated that four (4) pts (a, b, c, and d) performed home pregnancy tests and obtained positive (+) results. (Test name and brand not provided). Urine samples from these pts were tested with the icon 25 hcg test kits and negative (-) results were obtained. The customer then collected blood samples from all 4 pts and ran serum quantitative pregnancy test and results were: 93miu/ml for pt a. 253miu/ml for pt b. Results for pt c and d were not provided by the customer. No injury related to this event has been reported. Other confirmatory tests were performed.